Event description:
It was reported that a fatigued patient presented in the hospital for a device check. Upon interrogation, it was revealed that the device provided delayed tachycardia therapy. There were several episodes of ventricular tachycardia diagnosed as supra ventricular tachycardia. The most recent episodes were all non-sustained ventricular tachycardia, which slowed down on their own. No programming changes were made. Patient was stable after interrogation and will continue to be monitored normally.